Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead dislodged which the physician believed was due to large amount of chest tissue. The lead was explanted and replaced using a lead with active fixation. No patient complications have been reported as a result of this event.